Manufacturer narrative:
Patient circuit disassemble and reassembled to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the error: no pressure build possible in system. There was no reported patient involvement.